Event description:
It was reported that mapping was done on the left side using an octaray catheter and a farawave¿ catheter was used for pulsed field ablation (pfa) therapy. The patient was in atrial flutter. They then used the farawave¿ catheter to give therapy to the right atrial isthmus. The patient converted to sinus and then, when the catheters were removed, the patient went into ventricular tachycardia / vfib. Cardiopulmonary resuscitation (CPR) was started, and they gave compressions for approximately forty (40) minutes. An intervention cardiologist then performed a cardiac arteriogram and found the right coronary artery in spasm. It is unknown if they gave medications or angioplasty to relieve the spasm. The patient was stabilized and went to an intensive care unit (ICU). It was noted that the patient already had a pacemaker. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".